Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and coloplast aris was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with tvh and a&p colporrhaphy due to uterine relaxation, cystocele, rectocele and sui. It was reported that patient underwent pph stapled hemorrhoidectomy and excision of anal skin tags on (B)(6) 2009, due to prolapsed internal hemorrhoids and anal skin tags. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.